Manufacturer narrative:
The insulin pump was received with peeling and severely scratched keypad overlay. The insulin pump was received with missing up arrow dome switch. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. Unit received with broken reservoir tube lip and belt clip slot. Unit received missing reservoir tube lip o-ring.

Event description:
The father reported via phone call that the up and down buttons were disintegrated on the insulin pump. Customer's blood glucose was 180 mg/dl. The father also reported damage was present on the motherboard print out on the insulin pump's casing. Cracks were also reported to be present on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.